Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1057622. Medical device expiration date: 26-02-2021. Device manufacture date: 28-feb-2026. Medical device lot #: 0364108 . Medical device expiration date: 31-dec-2025. Device manufacture date: 29-dec-2020. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was jammed on the bd¿ slip-tip syringe. The following information was provided by the initial reporter: presenting a rejection condition of damaged syringe.

Manufacturer narrative:
H6: investigation summary three photos of 5ml slip tip loose syringes (p/n 301028) were received and evaluated. Two of the photos have one syringe with major damage and the other photo has syringe with a distorted stopper. The conditions observed are non-conforming per product specification. A device history review was conducted for lot numbers 1057622 and 0364108 release date: 03/07/21. Released quantity was 672,000. All visual inspections were performed as per requirement with one quality notification for these defects written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. Batch 1057622 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Release date: 01/06/21. Released quantity was 504,000. All visual inspections were performed as per requirement with one quality notification for these defects written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. Batch 0364108 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that the stopper was jammed on the bd¿ slip-tip syringe. The following information was provided by the initial reporter: presenting a rejection condition of damaged syringe.